Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections and scanning electron microscopy were performed on the returned device. The reported balloon rupture was confirmed. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A review of the lot history record identified no manufacturing noncomformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo eccentric lesion in the common iliac artery with mild tortuosity and moderate calcification that was 90% stenosed. Resistance was not felt during advancement of the 6.0 x 100 mm armada 35 balloon dilatation catheter (bdc) through the lesion and it crossed successfully for pre-dilatation. The balloon ruptured during the first inflation at 6 atmospheres held for 10 seconds. A replacement bdc was used for pre-dilatation and the procedure was successfully completed after a non-abbott stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.